Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during therapy with a y-type blood set during a blood infusion at a flow rate of 200 (programmed amount unknown) on a (B)(6) year old male patient. It was reported the infusion was going slowly and the rate was increased to 220. The customer stated that this type of infusion should have taken approximately an hour and a half but it took approximately two hours to complete the infusion. At the end of the infusion, the customer flushed the line with saline. The patient did not experience any reactions or negative outcomes as a result.